Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
On (B)(6) 2019, during a clinic visit the recipient's device was noted to be partially extruded and without sign of infection. On (B)(6) 2020, the recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly presented with device extrusion and a possible infection prior to explant surgery. The surgeon reported no evidence of an infection. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. The external visual inspection revealed silicone slices on the top cover and along the lead, and the electrode was severed at the fantail prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the lead. These are believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.